Event description:
The account alleged the brake casters would ratchet side to side when the bed is pushed. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters to resolve the issue.